Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case cracked and chipped, crack on the battery door and crack on the right plunger case. Event history log review was performed and found evidence of reported problem. Visual inspection and start-up process were performed. The customer's reported problem was confirmed. According to the investigation, the pump force sensor cable was damaged which was caused by the customer. Service's replaced force sensor, also plunger cable was a preventative measure. Service's also replaced the pump top case, right plunger case and battery door due to physical damage, replaced worm gear and motor mount due to worn parts. Replaced plunger board due to j1 being broken off greased, calibrated and ran all functional tests which passed. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited force sensor error and had top case damage. It was reported that there as no patient involvement.